Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 1488tc competitor implantable pacing lead, 2002-(B)(6). (B)(4).

Event description:
It was reported that the device was triggering an alert for lead impedance not measured. It was also noted that there was an atrial arrhythmia episode on-going. The device remains in use. No patient complications have been reported as a result of this event.